Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cancelled procedure occurred. An opticross imaging catheter was selected for use to view the target lesion. During the procedure, it was noted that lost image occurred. No patient complications were reported. The procedure was cancelled because of this issue.

Event description:
It was reported that a cancelled procedure occurred. An opticross imaging catheter was selected for use to view the target lesion. During the procedure, it was noted that lost image occurred. No patient complications were reported. The procedure was cancelled because of this issue.

Manufacturer narrative:
The device was returned for analysis. A kink in the sheath assembly from the femoral marker to the proximal end was noted. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Windup was encountered in the non-heat shrink area of the telescope. Ic windup began 23.10 cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. Impedance testing showed an electrical open at the proximal wave form. During image characterization, no image appeared in the ilab system. The distal housing of the transducer was observed complete and with no shattered pieces before the flushing process. E1 initial reporter facility name: (B)(6).